Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation device not working/ update priority code from g,11 to b,11. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burn. The customer complaint was reproduced. There was 3 error has been identified. The device was scrapped.